Event description:
It was reported that during a laparoscopic appendectomy procedure, the first device was loaded and would not fire (catching). This happened with three additional reloads (of same code) loaded into this same first device. A second device was then opened and the dark gray handle fell off of this second device. A third device of a different lot number was opened and used to complete case. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Wedges. The analysis results found that the ats45 device was received in good visual condition and with a tr45w cartridge reload present. The returned reload was partially fired 1/2 which indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape.